Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor overheated and that the reader was very warm. The patient was advised to unplug the remote monitor for a few hours before plugging it back in. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found on the monitor. Found error (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.